Event description:
Pt. Had a brca2 mutation und underwent prophylactic ssm with implant reconstruction in 2014. After a covid and flu vaccination in 2021 in the left shoulder she experienced swelling of the left breast. Explantation of the complete capsule-implant-unit in the breast revealed bia-alcl stadium ii. The implant was a mentor cpg 323 silicone implant. After the diagnosis we performed a pet-CT that revealed no metastasis or distant disease. We also explanted en bloc on the right side and reconstructed both breasts with smooth surface implants (polytech). Pt was presented in the tumor board, no chemo or radiation was advised or necessary. FDA safety report ID# (B)(4).